Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: if possible, please confirm the number of producedures/patients affected by this issue. Do not know exact number. They said about 1/3 of around 24 cases. Which would be 8. How many devices demonstrated the alleged deficiency on each involved patient event? See above answer can you identify the lot number of the product used? No please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer the attached email). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and barbed suture was used. During the procedure, it was reported to the sales rep that during multiple orthopedic procedures that during about a third of his cases over the past six weeks that towards the end of the run the needle pops off. Surgeon would add a "free" needle to continue with the procedure. No product returning. No adverse patient consequences were reported. Additional information was requested.